Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The procedural outcome is unknown. The philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. Upon troubleshooting, rse found issue with dimms. To resolve the issue, on another work order, philips implanting correction. After implanting correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system locked up and x-rays were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.